Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: could you please explain what do you refer by "adverse event serious injury was reported". What is the current condition of the patient? The patient had to have a slight increase in incision and xray to find the tip and retrieve it. Patient has been released without complication. A manufacturing record evaluation was performed for the finished device lot pm6904, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of maude event report mw#5093553.

Event description:
It was reported that a patient underwent a laparoscopic procedure on (B)(6) 2020; and a suture was used. During the procedure, the taper needle tip broke off while closing abdominal fascia. The patient had to have a slight increase in incision and an x-ray to find the tip and retrieve it. Patient has been released without complication. No additional information could be provided.